Event description:
The consumer reported that the patient was implanted on (B)(6) 2016. In 2016, the patient felt shocking near the pelvic floor and had to bring stimulation down to 2.0v from 3.6v on program 2. Now the patient couldn't void on their own and had to catheterize. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.